Event description:
Ous MDR - after an implantation time of about 5 months, it was reported that the defibrillator was in eos state. The ICD was explanted.

Manufacturer narrative:
Ous MDR - the ICD first underwent an electrical incoming goods control. It confirmed the clinical complaint: the device status was eos. The battery voltage of 4.6 v indicated a discharged battery. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The discharged battery was detected. The electronic module was connected to an external voltage source. The power consumption of the electronic module was checked and proved to be normal. The battery was then returned to the manufacturer for a destructive analysis. The x-ray examination showed no anomalies of the internal structure. The battery was opened. During the visual inspection, a damaged inner insulation was identified. This flaw enabled an increased internal self-discharge, which contributed to the premature battery depletion. This is not a systematic device behavior. In summary, the device status eos was confirmed. The cause of the clinical complaint resulted from an increased internal self-discharge within the battery.